Event description:
It was reported that during a procedure the multigen radiofrequency generator would not heat up to the proper temperature, which caused the procedure to be canceled. It could not be confirmed whether or not the patient had received anesthesia prior to the procedure being canceled. No medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure the multigen radiofrequency generator would not heat up to the proper temperature, which caused the procedure to be canceled. It could not be confirmed whether or not the patient had received anesthesia prior to the procedure being canceled. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Routine maintenance was performed on the device and it was returned to the user facility.